Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an abnormal image. The issue occurred during cleaning and disinfection and the intended procedure was diagnostic. There were no reports of patient harm.

Event description:
It was reported, the camera head had an abnormal image. The issue occurred during cleaning and disinfection and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.